Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months 20 days. Manufacturer's investigation conclusion: a direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of melana for 2 days, fatigue and shortness of breath. Hemoglobin and hematocrit was 6.9 & 23.4. The patient was transfused 2 units of packed red blood cells on (B)(6) 2018 and had a double balloon enteroscopy on (B)(6) 2018 with gi. This showed a single small red spot without active bleeding in the proximal ileum. This was treated with argon plasma coagulation. Hemoglobin and hematocrit improved after, and the patient was discharged to home on (B)(6) 2018 with no active signs of bleeding. No additional information was provided.

Manufacturer narrative:
The manufacturer's investigation conclusion was previously submitted in the initial medwatch MFR report. The manufacturer is closing the file on this event.